Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 3.50 x 16mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified distal stent damage. The distal end of stent damaged with stent struts lifted and stretched in a distal direction. The crimped stent outer diameter of the undamaged portion of the stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and tactile examination found damage to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018 it was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50 x 16 synergy¿ stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No complications were reported and the patient¿s status was stable. However, returned device analysis revealed stent damage.